Manufacturer narrative:
This lead is expected to be returned, upon return and analysis this investigation will be updated.

Event description:
Boston scientific received information that during the implant procedure after position the left ventricular (lv) lead high pacing thresholds were noted. The lv lead was placed into a different location but high pacing thresholds were sill noted. A new lead was used. This lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.